Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there is a hairline crack in the insulin pump. It was also reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.